Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular procedure to repair a pseudoaneurysm at distal anastomosis of I-shaped graft in the abdominal aorta using a gore® excluder® aaa endoprosthesis. No issue was observed, and the patient tolerated the procedure. On (B)(6) 2017, stenosis of the contralateral leg component on the right side was confirmed. It was reported that the leg was compressed by the ipsilateral leg component. A metal stent (manufacturer unknown) was additionally implanted inside the contralateral leg component to treat the stenosis. No further issue was reported to gore.